Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the patient ID was not loading in the correct format. The customer confirmed that the device may have been water damaged due to exposure from a sink in the room and the load patient list on login option was disabled. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient ids were not loading in the correct format due to a disabled patient list setting, with potential concern for water exposure. A field service engineer remotely accessed the device with site staff, verified patient ID formatting behavior, confirmed correct formatting after adding a new patient, ran diagnostic tests, inspected the back panel for signs of water damage, and found no hardware issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the patient ID was not loading in the correct format. The customer confirmed that the device may have been water damaged due to exposure from a sink in the room and the load patient list on login option was disabled. However, there were no delays, adverse events or injuries reported based on this event.